Event description:
It was reported that the right ventricle (rv) lead indicated loss of capture and high thresholds. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that within a couple days of implant, the right ventricular (rv) lead indicated loss of capture and increased thresholds. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and the outer insulation was breached cut. Blood was found in/on the helix/lobe mechanism and the lead exhibited apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.